Event description:
It was reported that the colonovideoscope's bowden cable was broken during preparation for use. There was no report of patient harm. The device was returned, evaluated, and a white foreign material was found in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the bending section could not be bent in the down direction at all due to a cut on the angle wire. In addition to the white foreign material in the air/water tube, other evaluation findings are as follows: the suction cylinder was discolored; the air/water cylinder, and the plastic distal end cover had foreign objects; the control unit was deformed; the plastic distal end cover had a dent; the adhesive around the objective lens and the light guide lens were chipped; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and root cause of why the material remained in the device cannot be identified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be prevented by following the instructions for use which state: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.